Manufacturer narrative:
(B)(4). This report was received from a consumer via the baxter patient support program (patients retention program (B)(6)). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis event was reported to be that the patient performed capd after drinking alcohol and that the patient could not remember whether proper aseptic technique was performed. As the patient could not remember details regarding the cause, the cause of this peritonitis event is assessed as unknown. The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis (pd) effluent "in the morning". On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with ceftazidime (dose, frequency, and route not reported). On an unreported date, the patient was retrained in proper aseptic procedures for performing capd therapy. At the time of this report, the patient remained hospitalized, the peritonitis was resolving, the patient was recovering from the event and physioneal therapy was ongoing. No additional information is available.